Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s device wasn't working because someone stole their remote. The consumer stated that they hadn't requested a replacement programmer yet due to the cost. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.